Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 3 atms during the initial inflation. The non-calcified, moderately tortuous and 95% stenosed lesion was located in the distal right coronary artery (rca). The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.